Event description:
Patient approximately 5 months status post tfn implant, returned to surgeon complaining of pain. X-rays taken on an unknown date confirmed a non-union, and broken nail at the junction of the nail and helical blade. Patient was returned to the operating room, and the surgeon removed the entire implant. Patient was revised to another tfn nail, blade, and 1 locking screw. Patient retained product. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as the device will not be returned and no lot number was provided.